Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2015a silicone three piece lens -23.0 diopter and the lens was noted to be cracked. The lens was removed with out incision enlargement, sutures, or any patient injury. The back up lens was used with out incident.

Manufacturer narrative:
Result code(s): (operational problem) : visual inspection of the returned product found the lens optic torn into pieces, a large piece of the lens was torn off and missing. The lens was returned dry and there was traces of surgical residue on the lens surface. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search, and product evaluation a specific root cause of the event could not be determined. (B)(4).